Event description:
It was reported by service report that the brakes would not engage. No patient involvement and adverse consequences or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the brakes wouldn't engage due to a missing roller and rue ring cotter from the cam bracket assembly. It was frther reported that the customer will make the repairs themselves.

Event description:
It was reported by service report that the brakes would not engage. No patient involvement and adverse consequences or clinically relevant delay in treatment was reported.